Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 evh kit had a defective part discovered in use during a harvest. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was not returned to maquet cardiac surgery for investigation. According to the sales representative, the device was sent to maquet but they were unable to provide any tracking information or any other source of information. There is no such evidence that the device was received at the (B)(4) maquet cardiac surgery for investigation. Therefore no evaluation could be performed. It is not possible to confirm the reported complaint.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 evh kit had a defective part discovered in use during a harvest. A replacement device was used to complete the procedure. The hospital did not report any patient effects.